Event description:
It was reported to philips that the system's flexvision computer was unable to boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips remote service engineer inspected the system remotely. Rse found the flex vision pc defective and ordered a replacement but received a different model. Rse tried to install the pc but had the same hard disk recognition issue, both pcs have red backplane drive bays. On site visit fse moved the flex vision hard disk to bay 2, getting the system operational. The drive bay will be replaced. On 31st january, the fse implemented the field service correction. After repairs, the system returned to full functionality. The codes were updated based on the investigation outcome. Evaluation method code was corrected.